Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturer representative reported that the x-rays showed that the leads did move. There was no revision scheduled at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
The patient reported a fall. Since the fall, she had been feeling stimulation in the abdomen. Impedances were checked and 4 electrodes were found to be out of range. Reprogramming was attempted but all stimulation was still in the abdomen. The issue was not resolved. An x-ray was going to be ordered and the need for revision was going to be evaluated. No surgical intervention occurred, it was unknown if one would be planned, and the patient was alive with no injury. The patient was going to make a follow-up appointment. The date of this was unknown. Relevant medical history included chronic low back pain. Follow-up was performed to determine the results of the x-ray and if there was going to be a revision. This event will be updated if additional information is received.